Manufacturer narrative:
The reported issue was inconclusive. The root cause was unable to be isolated. It was noted that the patient¿s temperature reads 36c on the bedside monitor, but when connected to arctic sun device sn # (B)(6) they get an alarm that stopped therapy saying the patient was below 31c. Explained that if the probe reads on the bedside monitor, it was likely the temperature in cable that needs to be replaced. A DHR review is not required as the serial number is unknown. Baw2800548 rev 1 and baw2800424 rev 1 were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d, e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient¿s temperature reads 36c on the bedside monitor, but when connected to arctic sun device sn # (B)(6) they get an alarm that stopped therapy saying the patient was below 31c. Explained that if the probe reads on the bedside monitor, it was likely the temperature in cable that needs to be replaced. Nurse stated they will just replace the device as they did not know if they have additional cables.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient¿s temperature reads 36c on the bedside monitor, but when connected to arctic sun device sn # (B)(6) they get an alarm that stopped therapy saying the patient was below 31c. Explained that if the probe reads on the bedside monitor, it was likely the temperature in cable that needs to be replaced. Nurse stated they will just replace the device as they did not know if they have additional cables.